Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was no damage to the button contacts found. The pump was opened and no damage was observed to the keypad connector or flex cable. The complaint of under responsive keypad buttons was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.